Manufacturer narrative:
Device analysis for extension nkn126613v revealed the distal end connector was twisted in molded rubber.

Manufacturer narrative:
(B)(4).

Event description:
The company representative (rep) reported that the neurosurgeon had difficulties to insert the lead into the two inner most connection in the extension kit. Tried to unscrew slight and inserted again, but still failed. A closer look at the extension connection, the two inner most connection seemed to be slight crooked. The device was noted to be faulty. The device was replaced. There was no patient death or injury. Additional information has been requested to find out if the patient was receiving effective therapy. If additional information is received, a follow up report will be sent.